Event description:
It was reported that prior to a trial procedure, the patient aspirated and was not breathing. As a result, the physician abandoned the procedure. The patient is now stable.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.